Event description:
It was reported that after the lead was attached to the new device, the right ventricular lead began to show low impedance around 410 ohms. The patient underwent a lead replacement. At that time, it was also noted that the lead appeared stretched and the clinician believed it was due to patient growth. The lead was removed and replaced. No patient complications as a result of this event.

Manufacturer narrative:
It was further reported that when the patient was taken to the operating room for the replacement procedure it was noted that the lead was not fully inserted into the header and therefore was giving incorrect lead impedance measurements. The lead was then properly inserted into the header and had no further issues. The lead was not removed and remain in use. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.